Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue could not be conclusively confirmed with the returned modular cable (lot # 7273582). Visual inspection of the outer jacket, pins, and connector appear unremarkable. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements indicating no damaged underlying wires. The modular cable was tested together with the returned system controller (serial # (B)(6) and no functional issue was identified. A root cause of the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the modular cable, system controller, and mobile power unit (mpu) were exchanged.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and stated the connection between the patient and the mpu was submerged in water. The caregiver did not think the system controller was submerged but was not 100% certain. Upon visual inspection no evidence of water was seen. There were tentative plans to replace the system controller and modular cable. Log files captured power cable disconnects and low power hazard events on 09sep2024 between 11:48:09 and 11:48:12 while on the mpu. The patient was switched to battery power within a few minutes after these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.